Event description:
It was reported that the pt claimed they got a new scs device put in 2017 and now since a week ago the cord did not work for the pt to charge their phone and it had been out for a week now. The pt could not plug in the cord to turn it on. During call pt said they had an iphone and later found their ID card that said st. Jude medical patient controller 3875. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).